Manufacturer narrative:
(B)(4). The cause of the leak was determined to be due to a hole in the tubing. The cause of the hole could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Clear passage testing and clamp function testing were performed with no issues noted. Visual inspection and leak testing revealed a cut/hole (pinch) in the tubing. Initial evaluation confirmed the reported condition. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that the silicone tubing of a uv-flash transfer set was cracked and leaking. The set had been in use for about three months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.